Manufacturer narrative:
Additional information was received on 1/17/2017 from the contact stating the charging issue had been resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. Customer reported blood glucose level was approximately 200 (mg/dl).